Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No unexpected rf pic failed selftest alarm noted during testing.